Manufacturer narrative:
Per the clinic, the patient was treated with topical and IV antibiotics (specific date and duration not reported). This report is submitted on august 28, 2023.

Manufacturer narrative:
This report is submitted on august 01, 2023.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to an mrsa infection at implant site. Additional information has been requested but it has not been made available as of the date of this report.